Event description:
Information received by medtronic indicated that the insulin pump had a multiple insulin pump error alarm and battery test failed alarm. Customer stated that they were able to clear alarm and able to complete rewind process. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history, these alarms were found: failed battery test alarm on (B)(6) 2022 at 18:44:30, insert battery alarm on (B)(6) 2022 at 18:46:19, pump error 4 alarm on (B)(6) 2022 at 05:25:29, on (B)(6) 2022 at 06:24:29, pump error 53 alarm on (B)(6) 2022 06:31:11, ((B)(6)) on (B)(6) 2022 18:44:27, ((B)(6)) pump error 63 alarm (variable 12: arm watchdog failure) on (B)(6) 2022 05:25:29, on (B)(6) 2022 06:24:29 arm watchdog failure was isolated to the electronic assembly as it is suspected to be a hardware issue. Pump passed self test, sleep current measurement, active current measurement and displacement test. No unexpected failed battery test, insert battery, pump error 4, pump error 53, nor pump error 63 alarms during testing. Customer alleged for failed battery test alarm was confirmed. Pump error 4 alarm was confirmed. Pump error 53 alarm confirmed due to a software error. Pump error 63 alarm confirmed with arm watchdog failure (variable 12) where pump error was isolated to the electronic assembly as it is suspected to be a hardware issue. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.